Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will not boot up. It was also reported the programmer will not boot to the main (model select) screen. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not power up due to the printed circuit board being out of electrical specification. (B)(4).

Event description:
It was reported the programmer will not boot up. It was also reported the programmer will not boot to the main (model select) screen. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.